Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, the system one platform would not power up on battery (no battery back up). Since the event occurred during preventive maintenance, there was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.